Event description:
It was reported that a balloon rupture occurred. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at 8atm within 15 seconds. The device was removed using normal method without any problem. The procedure was completed with a different device. There were no complications reported and the patient was in good condition post procedure.

Manufacturer narrative:
The device was returned for analysis. A visual and microscopic inspection and functional testing were performed on the device. A visual examination of the balloon identified no damages. Multiple hypotube kinks were noted along the shaft of the device and a break was identified 23.4cm distal to the distal end of the strain relief. No kinks or damages on the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified no issues. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues were identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The balloon was inflated to 12 atmospheres as per wolverine IFU using the inflation aid with no issues. The encore inflation device was verified before and after the procedure using a druck gauge.

Event description:
It was reported that a balloon rupture occurred. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at 8atm within 15 seconds. The device was removed using normal method without any problem. The procedure was completed with a different device. There were no complications reported and the patient was in good condition post procedure.